Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and infection. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.addendum:h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date.based on the additional information provided, no conclusions can be made. Per medical records, over a month post implant, patient was diagnosed with sepsis, abscess, infection, hernia recurrence, pain and underwent repair with the removal of infected mesh. Instructions-for-use supplied with the device listed infection as a possible complication. Review of manufacturing records confirms product was manufactured to specification.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed, and to remove the ventralex st, which was infected. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia at prior incision site and underwent open repair with the implant of ventralex st mesh. Per operative notes " an incision was made over the hernia itself just superior the umbilicus. The content remained incarcerated and had to be amputated. The incisional hernia was repaired using a large bard ventralex st mesh and sutured". (B)(6) 2012 - patient was diagnosed with sepsis, abscess, recurrent incisional hernia, erythema treated with antibiotics, underwent primary hernia repair. Per operative notes "there was a large purulent pocket aspirated away. The hernia was at the umbilical base and the ptfe layer appeared to have grown into the omentum and was debrided off. The mesh was able to completely removed. After this dissection and removal of the mesh, there was a recurrent hernia and was repaired primarily¿. Attorney alleges that the patient had sepsis, abscess, adhesions, seroma, infection, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and infection. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed, and to remove the ventralex st, which was infected. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.